Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was above 500 mg/dl. Cause was due to the pump shutting off. Customer's sister administered correction injections of insulin via mdi to address the high bg. Customer reported experiencing a headache and difficulty walking due to high bg. Reportedly, the customer continued to use the pump for insulin therapy.